Manufacturer narrative:
Device alarmed motor error during basic occlusion test slightly loose drive support disk. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched lcd window. Device received with partially broken reservoir tube lip. No belt clip received with insulin pump. Unable to verify belt clip anomaly. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer pressed esc and act buttons and the insulin pump would rewind. Customer mentioned the belt clip broke. Customer's blood glucose was 245 mg/dl. During troubleshooting, found motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.